Event description:
Rptr noted posterior capsule tear occurred late in phaco; vitrectomy required. Found that the cutter wouldn't close during set up; changed probes twice, then changed out system to complete case. Pt reportedly doing well.